Manufacturer narrative:
Follow-up received on 04-nov-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: lot number: 678811 manufacturing date: 2009/09 expiration date: 2012/09. Based on the attached information it mention the handling error, considering it as device use error. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up received on 21-nov-2016 from physician=: a portion of the device remained in the right cornua and the remaining coil were pulled inadvertently to an extended unwound state that filled the cavity. Physician cut the portion that was extending out the cervix that had caught on the instrument (polyp forceps). The unwound coil remained attached to the portion in the uterus. Also reason for hysterectomy reported: abnormal bleeding setting of simple hyperplasia and retained unwounded coil. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and while doing the myomectomy, inadvertently, the coil got caught in the polyp forceps to an extended unwound state that filled the uterine cavity. The portion extending out of cervix was cut. A hysterectomy was performed due to bleeding (interpreted as genital bleeding) in the setting of hyperplasia and due to remaining coil that was removed. Essure that was in place was not removed. She was recovering from the event. This event, interpreted as suspicion of device dislocation, is anticipated according reference safety information for essure. In the present case, six years after essure insertion patient underwent a myomectomy. During the procedure, physician put a polyp forceps into the uterus, it caught the right essure coil and unwound the essure coil, and now patient has a bunch of unwound coils in the uterine cavity. Although in this case, the suspected device dislocation was triggered by the myomectomy procedure and physician manipulation over the implant, given the nature of this event a causal relationship with essure cannot be excluded. Considering that the bleedings occurred in the context of hyperplasia, this bleeding was considered not related to essure but rather related to the hyperplasia. This case was regarded as incident since device removal was required (removal of unwounded coil). The product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 28-jul-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 (lot number 678811), for sterilization. Additional information received on 02-aug-2016. Essure confirmation x-ray was done on (B)(6) 2011 (no results mentioned). Essure hysterosalpingogram showed bilateral tubal occlusion on (B)(6) 2016 patient had a complication with essure during surgery. There was complication with the essure device in place. Physician was doing myomectomy and trying to remove the residual myoma chips. She put a polyp forceps into the uterus it caught the right essure coil and unwound the essure coil. And now patient had a bunch of unwound coils in the uterine cavity. The doctor would like to know if there was a type of device to cut the coil hysteroscopically. Essure was not removed. Event was ongoing. Quality safety evaluation received on 02-sep-2016: ptc global number (B)(4). Lot number 678811, manufacturing date sep-2009, expiration date sep-2012. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar adverse event cases reports have been received to date in relation to the reported batch. Breakage questionnaire received on 27-sep-2016: the polyp forceps was introduced blind into the cavity to remove myoma fragments and it got caught in right coil and unwounded the outer coil. It did not break. Essure was not removed. They were retrieved from uterus on (B)(6) 2016 via hysterectomy. The patient had no injury and she was recovering from the event. Company causality coment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and now patient has a bunch of unwound coils in the uterine cavity that were removed via hysterectomy but essure in place was not removed. She was recovering from the event. This event, interpreted as suspicion of device dislocation, is listed in the reference safety information for essure. In the present case, six years after essure insertion patient underwent a myomectomy. During the procedure, physician put a polyp forceps into the uterus, it caught the right essure coil and unwound the essure coil, and now patient has a bunch of unwound coils in the uterine cavity. Although in this case, the suspected device dislocation was triggered by the myomectomy procedure and physician manipulation over the implant, given the nature of this event a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required (removal of unwounded coil). Updated product technical complaint is being sought.